Manufacturer narrative:
(B)(4) date sent: 7/13/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: during the surgery, the surgeon able to use the first device till almost the last 1 hour of surgery, the device couldn't function. At that time, he was transecting on the fibro fatty tissue, the tissue wasn't too thick. The generator prompted that 'reposition the jaw', the surgeon followed the instruction and continue for dissection, the same error message prompted again and asked to replace instrument. The nurse opened up 2nd unit of har1136, attempted to transect on the same part of tissue, the same error message appeared and the surgeon reposition the jaw again. After few attempt, generator appeared replace instruments. It happened after 10mins of opening the new device. The surgeon mentioned that the surgery was complicated with difficult dissection and quite bit of bleeding. The case was done on lap nephrectomy 1. Were there any adverse events, patient consequences or harm to the patient? Ans: no 2. Was the surgery completed successfully? If yes, how? Ans: yes, surgeon continued the surgery using diathermy and clips. 3. Did the issue result in additional medical/surgical intervention (e.g. Revision surgery etc) for the patient? Ans: no 4. What is the patient¿s current status? Ans: well, recovering. 5. Complaint additional information was provided in this pc and stated that ¿the surgeon mentioned that the surgery was complicated with difficult dissection and quite bit of bleeding.¿ could you clarify the following: I. Was the bleeding successfully controlled intra-op? Ans: yes, ii. Did the patient require a blood transfusion? Ans: yes, 1 pint of blood cells iii. There were 2 devices involved in this complaint with different lot number. Which device contributed to the bleeding? Ans: both actually didn¿t cause the bleeding but the defective devices caused delays in stopping bleeding whenever it happened." Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can the generator log be provided for engineering review? Can both of the devices be returned? At what point in the procedure was the pint of blood cells provided in relation to when the errors occurred with each of the devices? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap nephrectomy the harmonic cant be use. Plug in and out, showed replace instruments. No patient involvement.